Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a mildly scarred and mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss was observed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The proglide device was reportedly used in a mildly calcified common femoral artery. The instructions for use state under special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
Patient codes: device codes: (B)(4). Subsequent to the initial medwatch report, the customer indicated the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.